Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. Based on the results of the investigation, the likely cause of the foreign material remained in the device is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovidescope exhibited foreign material in the nozzle. There was no patient involvement.